Manufacturer narrative:
The date of the event was reported as ¿during the past week¿ of (B)(6) 2017 through (B)(6) 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the user; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets had leaked during infusion with unspecified solutions. It was further reported that ¿the ports were leaking where there was not a connection¿. Upon further inspection by the reporter, it was observed the rubber/silicone in the ports were bulging out and leaking at the bulging areas. There was no patient injury or medical intervention associated with this event. No additional information is available.